Manufacturer narrative:
Additional report: dr. (B)(6).

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead could not be fixed or screwed in position. The lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures. An internal short was noted between conductor paths due to overtorquing of the inner coil inside the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.